Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology while introducing it. The following information was provided by the initial reporter: "in the 2nd case last week, the needle cover was removed and IV insertion attempt was about to happen when user noted the needle protruding out the side of the catheter. The 2nd case the inserter did not spin the catheter."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology while introducing it. The following information was provided by the initial reporter: "in the 2nd case last week, the needle cover was removed and IV insertion attempt was about to happen when user noted the needle protruding out the side of the catheter... The 2nd case the inserter did not spin the catheter."